Event description:
The customer reported via phone call that she experienced high blood glucose and the insulin pump alarmed no delivery. Blood glucose value was 470 mg/dl; she treated with the insulin pump. Customer stated, the alarm was resolved by a complete infusion set and reservoir change. She declined troubleshooting and stated, she found a bent cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.